Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a ventilator with a high oxygen alarm. It is not currently known when this event occurred. There was no report of harm associated with this event.

Manufacturer narrative:
G4: 16apr2020 b4: (B)(6)2020 it has been clarified from the customer that this event occurred without patient involvement, nor patient impact. This event was addressed in-house by the customer - there was no on-site evaluation by the customer. The customer reported that a performance of an extended self-test on the ventilator recalibrated the external oxygen cell, which resolved the reported event. No further repair was deemed necessary. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.